Manufacturer narrative:
The insulin pump had intermittent up and down arrow, escape, and act button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window. (B)(4)

Event description:
The customer reported via telephone call that the buttons were unresponsive on the insulin pump. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.